Manufacturer narrative:
This event now fits the definition of a serious injury.

Event description:
Additional information received reported that the patient's pain was not controlled. The pump and catheter were replaced on (B)(6) 2013. It was confirmed that the pump was infusing morphine. The catheter coil issue had been resolved.

Event description:
About two years prior to report, the catheter was coiled under the skin of the patient¿s back. It was indicated that the pump had been used to deliver morphine; however, it was unclear if that was true for the time of the event. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).